Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: cloudy observed in the gel. Deformation device observed on the device. No further actions are required as the device was implanted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side "seroma after 30 days of postoperative, with pain in the breast and temperature increase¿ and ¿complaint of very intense pain in the breast, with the sensation that the breast was 'going to explode'." Device has been explanted and replaced.